Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported no sound which was confirmed during evaluation. Visual inspection found the cause to be the rear case flex not fully seated. Once the flex was re-seated the device was working properly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.